Manufacturer narrative:
(B) (4). The ge service rep replaced the monitor. The system operates as intended.

Event description:
The customer reported there was no image on the monitor. No patient injury was reported.